Event description:
The user facility reported a 76-year-old male was implanted with an impella cp device for mechanical circulatory support after admission to emergency for being found unresponsive at home. During implantation of the impella cp inotropes/pressors were escalated throughout procedure; and multiple shocks for ventricular fibrillation were performed. The patient required many treatments; however, deterioration continues. The family withdrew care and the patient expired shortly after. No allegations were made towards the impella for cause of death.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation has been completed. The impella device was discarded by the customer. As the necessary clinical information was not provided and the device was not returned, the root cause of the ventricular fibrillation was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-08268 was provided in sections b2, b5, d6, h1, and h6.

Manufacturer narrative:
Analysis summary: "cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease. ¿timing of the arrythmia event in relation to impella support (during or post-implant). ¿electrocardiogram (EKG) recordings of the arrhythmia episodes. ¿evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. ¿assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. ¿presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. ¿response to any antiarrhythmic treatments or interventions during the event. ¿any documented device-related issues or complications during impella support. ¿evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand. ¿review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined."